Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use an 840 ventilator had a gui (graphical user interface) time out message. The ventilator was replaced with no harm. Covidien was not authorized to service the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840ventilator had a gui (graphical user interface) time out message. It was reported that they were not able to enter service mode. The event happened right before the ventilator was connected to the patient. The patient was then connected to another ventilator. It was reported that there was no adverse event to the patient. The ventilator was not going to be repaired per the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.